Event description:
It was reported patient had return of pain, walking difficulty, immobility, loss of balance and unable to get out of bed. Patient ho spitalized due to acute pain. Per md patient has baseline poor respiratory status and was given medication that caused respiratory concern and transfer to ICU. Per physician report the patient was admitted due to acute pain, potentially due to discitis although unknown at this time, and was hoping medtronic could help potentially reduce pain levels. Prior to the onset of this event the patient was having excellent relief per mayo rn and family member. During visit the medtronic rep notedthat electrodes 3 and 8 were potentially shorted; rep adjusted programming to not include those electrodes. Issue ongoing. Additional information received. Rep reported ICU admission, pain, and walking difficulty unrelated to device based on current knowledge. Pain and walking difficulties cause have not been verified at this time. ICU admission was due to respiratory issues related to medication per pain fellow. Reasons for 3 and 8 being shorted are undetermined at this time. Patient receiving medical care from physician team to improve pain and walking difficulty and transfer out of ICU. Electrodes 3 and 8 were programmed around. Patient still currently admitted and being treated by medical team.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.